Manufacturer narrative:
(B)(4). Batch # t5e87x. Per photographic evaluation: 2 photos were received. The 1st photo shows the device from anvil area with some staples inside pockets and body fluids present. The 2nd photo shows the device from anvil area with tissue and blue suture between tissue. The washer appears to be cut and body fluids present. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The event described could not be confirmed, as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Would not fire & malformed staples. It was reported that during the esophagectomy surgery, could not fire when used the first cdh25a. Changed another cdh25a, the surgeon waited 15 sec for tissue compression and fired the device until he could not fire any further. Removed the device and noted that some staples malformed with irregular shape. Checked the washer and noted that was not cut through. Another product was used to complete surgery. There was no patient consequence reported. No additional information can be provided.